Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the device confirmed the followings; the inside of the device was checked, but no anomalies were found. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was not caused by this device. Omsc will advise the user facility not to use the endoscope if a foreign matter remaining in the device, brushing catching something if significant additional information is received, this report will be supplemented.

Event description:
The user reported that there is a possibility that insufficiently reprocessed endoscope may have been used on a patient. On november 16, the device was cleaned with an olympus cleaning blush bw-412t and disinfected by asp automated endoscopy reprocessor endoclens. On november 17, the user noticed that the suction function of the device became weak and the device made a noise during a procedure. No abnormality was observed prior to the procedrure. After the procedure, the user passed a cleaning brush bw-412t through the channel, but nothing came out. The user then inserted a bit thicker brush bw-20t into the channel a couple of times and the snare of the maj-254 (d) hx20 came out from the device. There was no report of patient injury associated with this event.